Manufacturer narrative:
The diagnostic test performed by the engineer revealed that the hv capacitor energy was low. The problem description provided by the engineer stated that the capacitor had failed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the low capacitor energy was identified as the cause of the device malfunction, and the issue was resolved through a capacitor replacement. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The resolution to this problem was a capacitor replacement. It was concluded that no further action was required at that time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the device capacitor energy was low. There was no reported patient involvement.